Event description:
The pt ((B)(6)) received an scs system which included a percutaneous lead. It was reported, the lead was surgically repositioned on (B)(6) 2011 due to a loss of stimulation and lead migration. As the lead remains in use, no product will be returned. Follow up on the pt found that stimulation has now been restored.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.